Event description:
It was reported on (B)(6) 2015 that the patient has his battery replaced on (B)(6) 2015 and saw the physician first time post-op and high impedance was seen. Diagnostics immediately post op were said to be fine. X-rays were taken but image quality was not good and they were not sent to the manufacturer for review. On (B)(6) the patient underwent revision surgery where it was confirmed that the lead pin was not completely inserted into the connector block causing the high impedance. The pin was fully reinserted and diagnostics were taken and were within normal limits.

Manufacturer narrative:
(B)(4).